Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system note: manufacturer attempted to obtain reporter's information on several occasions via email in order to clarify the event description and find out the serious (important medical event) outcome while product was used, in addition of customer's condition. Unable to establish contact with the customer at this time. No additional information was obtained. Received an email on 8/30/2017 from (B)(6) and states that in order to provide trividia with patient information, the patient must sign a release of phi. At this time the patient has not given (B)(6) permission to release any information to trividia. Customer last order for our product thru (B)(6) was on (B)(6) 2016. Unable to verify what product the customer is using at the moment.

Event description:
(B)(6). Date of incident reported to (B)(6): (B)(6) 2017. Date complaint reported to thi: 7/17/2017. Actual complaint date: (B)(6) 2017. Complaint summary provide by (B)(6): pt stated due to inaccurate readings meter was giving he want to hospital and compared meters per hospital there was a big different, he is stating he is now 80% blind due to inaccurate readings he received. Last order true metrix (B)(6) 2016. Called pt no answer left message to call me back at retention phone number. Need lawyer name and number. Mail phi paperwork.